Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, adjustment of inspiratory pipe, connection to safety valve pull magnet and connection expiratory channel board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The device's logs and defective part were not available for further evaluation. Therefore, the root cause to the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).